Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to supraventricular tachycardia (svt). Technical services (ts) was contacted to confirm correct reprogramming of device. This s-ICD remains in service. No additional adverse patient effects were reported.